Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. Laser marked end of plate is heavily contoured (holes 1, 2, 3). There are stress marks and indentations from the contouring process. Plate broke at hole 9. The break is through the thinner section of the compression hole and finishes through the locked hole. Locking holes 2, 4, 5, 8, 10, 11, 16, 18 appear to have had locking screws. Holes 6 and 15 appear to have had cortex screws. As with any plating system, this plate was shown to be equivalent to a predicate device. There is nothing in the design that appears to have caused this failure. There are numerous other factors that can contribute to a plate failing; pt compliance, pt's health and surgeon technique to name a few.

Event description:
Pt was implanted with a lcp curved broad plate and screw construct on (B)(6) 2011 for a midshaft femur fracture. The plate broke post-operative. The pt was returned to the operating room on (B)(6) 2012 for removal of hardware and pt was revised to a new 18 hole lcp curved broad plate.